Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 552 mg/dl. The customer also mentioned other blood glucose values such as above 400 mg/dl, 496 mg/dl, 442 mg/dl, 466 mg/dl. The customer did not mention any symptoms of high blood glucose value. The customer treated high blood glucose with bolus using insulin pump. The customer was using the insulin pump when high blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was using auto mode of insulin pump. The insulin pump will not be returned for analysis.